Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Dealer initially reported that the tips could generate small trauma (B)(6) 2014 dealer reports "client informed us that these forceps at bit mistreated issues where they were used. We don't have more information.